Manufacturer narrative:
Vyaire medical file identification: (B)(4). H3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. H3 other text : not returned

Event description:
It was reported to vyaire medical that the driver intermittently won't start. Biomed confirmed that it's the start/stop button. The button feels like it doesn't engage correctly like the other buttons. New ddi resolved the issue. No patient involvement reported.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). H3: fse arrived onsite and trouble shot unit. I found the start/stop switch on the ddi board is defective. A 12 k p.m. Was performed in (B)(6) 2024. This is a warranty repair. I replaced the ddi board and performed ddi calibration. The circuit calibration and performance verification passed and unit is ready for use.

Event description:
Additional information received indicates that a company fse (field service engineer) arrived onsite to troubleshoot the customer issue and was able to resolve the problem.